Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display screen. The customer tried new battery to turn on pump, problem still persist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display, problem isolated to the electronic assembly. Unable to verify missing segments, partial display and perform the self test and displacement test due to a constant blank flashing white light on the display. No damage on the serial number label noted.